Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 31 mg/dl, 28 mg/dl and 77 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression and insertion of retain strips. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified. The reported readings were found in the meter memory. The reported test strips have not been returned. Extended investigation has been performed. DHR for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. A DHR (device history review) for the freestyle test strips were reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed for freestyle strips and all units performed within specification. If the reported test strips are returned, an investigation will be completed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 31 mg/dl, 28 mg/dl and 77 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.